Manufacturer narrative:
(B)(4). Method: MFR/eval/investigation in process. Device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Customer could not identify which of the two instruments (B)(4) were used for testing. Itc has requested all data required for form 3500a.

Event description:
Report 2 of 2. Healthcare professional reports protime microcoagulation system generated "erratic results with both high and low not matching the lab". Pt/inr for pt 3.2. Lab pt/inr 7.0. Reported therapeutic range is 0.8-1.2. Customer could not identify which of two protime microcoagulation system instruments were involved in this case. This report is being submitted for 2 of 2 instruments. MDR 2248721-2011-00036 is being submitted for the other instrument. No adverse event(s) reported.